Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During an unknown procedure; it was noticed that the tip of suture needle was missing upon closure of surgical procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/27/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: name of initial surgery? Does the needle tip retain in the patient's tissue? If the needle tip retained, where is it located/in what structure? If retained, were there any patient consequences? Please specify. Was there any change in the patient¿s post-operative care due to the prolonged procedure? Was the needle piece removed or is it planned to be removed? If yes, please provide details. What is the patient¿s current status? What is the patient age, weight, and medical history? Product lot number. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Previous submitted via medwatch form #mw5150638.